Manufacturer narrative:
Unit passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected "insert battery", or "power loss" errors were noted during testing. Unit received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. There's also a gigantic horizontal crack in the battery threads. As a result the battery makes intermittent contact with the contacts attached to the battery cap which leads to unexpected ¿replace battery¿, ¿replace battery now¿ alarms from time to time.

Event description:
Customer reported via phone call that insulin pump was broken and battery cap was cracked. Customer¿s blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.